Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr could not duplicate the reported issue. Ran operational verification procedure, unit passed all test and runs according to manufacturing specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their vela ventilator is having low volume. At this time, patient involvement is unknown.